Event description:
It was reported the pt had stimulation, but the pt had discomfort at the implant site of the ipg. The physician was to schedule a procedure to move the ipg. It was reported the procedure had not been scheduled.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.